Event description:
A report was received that the patient's lead site was found to be infected during a revision procedure. The physician did not believe that the infection was device or procedure related. The patient underwent an explant procedure and was reportedly doing well after the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-4316, lot #: 16128842, description: next generation anchor kit-sterile; model #: sc-3138-35, serial #: (B)(4), description: phase iii lead extension - 35 cm; model #: sc-3138-25, serial #: (B)(4), description: phase iii lead extension - 25 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.